Event description:
During surgery, the bender broke during use resulting in a 25 minute delay to the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.